Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during the implant attempt of the subject pacemaker a connection issue with the associated ventricular lead was incurred. Specifically,, after tightening the connection set-screw, the lead could be removed from the channel by pulling. Pacing failure was also indicated. The physician made several unsuccessful attempts to connect the lead. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during the implant attempt of the subject pacemaker a connection issue with the associated ventricular lead was incurred. Specifically,, after tightening the connection set-screw, the lead could be removed from the channel by pulling. Pacing failure was also indicated. The physician made several unsuccessful attempts to connect the lead. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the implant attempt of the subject pacemaker a connection issue with the associated ventricular lead was incurred. Specifically, after tightening the connection set-screw, the lead could be removed from the channel by pulling. Pacing failure was also indicated. The physician made several unsuccessful attempts to connect the lead. Another pacemaker was subsequently implanted instead.